Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received five shocks while playing pickleball. The health care professional (hcp) initially thought it was due to t-wave oversensing. Technical services (ts) was consulted to review device data. Ts reviewed the data and found the rhythm begins with normal sinus rhythm at approximately 100bpm, with a gradual increase to 150-160 bpm, followed by a sudden morphology change and abrupt rate increase to approximately 190-210 bpm. At higher rates, intermittent oversensing was observed with wide complex morphology and sudden rate transitions. Ts discussed that the episode is consistent with a true ventricular arrhythmia rather than t-wave oversensing. It was noted that shock impedances remained within normal range throughout the episode. Despite delivery of the maximum of five shocks, the arrythmia was not terminated, and the elevated heart remained high for an additional 30 seconds after the fifth shock. The hcp reported emergency medical services were activated, and paramedics administered CPR. Ts informed given normal impedance with unsuccessful defibrillation, there is a concern for compromised shock therapy. Ts recommended performing x-rays to evaluate system placement. Additionally, it was noted that post-implant the patient had an episode which required two shocks for successful arrhythmia conversion. At this time, the electrode remains in service. No additional adverse patient effects were reported.